Event description:
It was reported that the device's battery drains too fast. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found that the device was in good condition. There was evidence of the error or reported problem recorded in event history log. The reported problem was not duplicated. Battery stayed at 100% entire time when tastings were performed. No fault was found, the reported issue was not verified; however, the microprocessor unit board was replaced as preventative measure due to evidence found in event log. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review is not required. Service history review identified this device has not been in for service previously.